Manufacturer narrative:
The reported event was confirmed cause unknown. 1 samples were confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), nitinol guidewire in open packaging. Visual inspection of the sample noted that the pouch was not sealed and the guide wire was intact but not sterile. This is considered a failure per "pouch must be free from holes, openings, and tears". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. Corrections: d,f,h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the inner package of the guidewire leaked air and was not used on the patient. It was replaced with a new guidewire. Per follow up via ibc in 04jan2022, the package was not sealed and the guide wire was intact but not sterile.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the inner package of the guidewire leaked air and it was not used on the patient. It was replaced with a new guidewire.